Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with a gamma nail short left on (B)(6) 2013. The nail was placed with an unknown synthes power tool and ao chuck. The flexible shaft broke during the reaming operation. No device fragments were left in the patient. The delay of surgery was less than 20 percent as the device was swapped out for another. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The relevant measurable dimensions cannot be verified anymore due to the damage. The consistent remains of soldering material in the head indicate that the shaft was fixed as required after manufacturing. Next to that the manufacturing documents show that the device did pass the required torque test after manufacturing as required. The examination of the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard. The exact cause of this occurrence cannot be defined as the condition of the used reamer head is unknown and as no details about the used power tool or attachment were provided. It is possible that a mechanical overload during use caused the breakage between the flexible shaft and the head. Based on the age and the often used appearance of this device wear and tear could also have played a certain role. Placeholder.